Manufacturer narrative:
Findings: pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. Unit was received with normal operating currents and no unexpected off no power, low battery or battery out limit alarms noted. Unit had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area, broken reservoir tube lip and cracked reservoir tube window.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error while in the process of doing the prime/rewind. Customer's blood glucose was unknown mg/dl. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer tried to troubleshoot battery out limit but button error appear.